Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak at the manual sample probe. He adjusted the set screw for the probe wipe and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as 1 ml of bloody fluid leaking from the manual sampling probe onto the front of the analyzer. The leak did not appear to affect sample or reagent integrity, and there was no evidence of cross-contamination. The leak did not appear to impact either electrical or optical performance of the instrument. There were no error messages generated. All quality control (qc) results recovered within acceptable limits. The operator was performing normal routine operation when the leak was discovered. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.